Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clotting was observed in a thermax blood warmer disposable during continuous renal replacement therapy with a prismax machine. It was additionally reported that there was a "possible blood administration due to filter loss". No additional information is available.